Manufacturer narrative:
Lot #, serial #: product lot/serial number not provided at initial report. Implant date: implant date not provided at initial report. Manufacturing site evaluation: investigation is on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that the shunt system was not functioning properly and was explanted as a result. The prosa valve was reportedly implanted in conjunction with a codman hakim valve and an antibacterial catheter manufactured by integra. The system reportedly functioned without issue for several months. Then the patient began complaining that the device was "not making sounds anymore" when adjusting to pressure and she had developed headaches. She was referred from her state (unknown state) to a physician in (B)(6) with more experience with shunt products. A shunt-o-gram was performed to test functionality and there was concern that the system was not working properly. As the exact malfunctioning component could not be determined, the prosa valve as well as the codman hakim valve and integra catheter were all explanted and replaced on (B)(6) 2019. Further investigation into this event found that the patient has had additional revision surgeries as well. In (B)(6) 2019, the patient reportedly developed a hematoma of the abdomen near the distal end of the catheter. She was subsequently revised laparoscopically with the new distal catheter tip placed at the spleen. Then in (B)(6) 2019, she developed an infection of the spleen and was revised again. At each subsequent revision, a new prosa system with distal catheter were reportedly placed. Revisions were noted to have been done laparoscopically due to a lot of scar tissue present. The hospital is performing their own analysis of the first implanted device, which is expected to take approximately 6 months. That device is then expected to be returned for manufacturing analysis. The status of components related to the subsequent revisions is unknown. No additional patient or procedural information is available at this time. Associated medwatches: 3004721439-2019-00172, (this report), 3004721439-2019-00183.

Manufacturer narrative:
Associated medwatches: 3004721439-2019-00172, 3004721439-2019-00182 , 3004721439-2019-00183. Manufacturing evaluation: investigation- no products received for examination. Manufacturing and quality control data - apart from the article number, we have no further traceability data (for example, serial number). Even the products themselves are not available for investigation. Nevertheless, for every production batch we can prove that there were no deviations. The valves are manufactures by a qualified employee. The valves were sterilized by miethke and released for shipment after final inspection. The prosa has a normal pressure range of 0-40 cmws. The valves were inspected. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. The valves were pre-adjusted to pressure setting 20 cmh2o. Result- an investigation was no possible because no product was sent for examination. We have checked the product records for complaints in the last 2 years, and no corrective actions were required. Also the underlying product information is not sufficient to draw traceability about manufacturing process. The reason which led to the malfunction is not verified since it would require examination of the actual products. However, the products were not returned. Further actions - based on the current information, no further actions are required.